Manufacturer narrative:
Per tandem¿s user guide: insulin should be at room temperature before filling cartridge. Per the tandem user guide: ¿the infusion set must be replaced and rotated every 48¿72 hours, or more often if needed.¿ per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. Reportedly, the customer was using cold insulin and was using supplies too long with lispro brand insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.